Event description:
The customer reported the backup battery is depleted. It was later clarified by the manufacturer's field service engineer (fse) reported the power supply is not charging the backup battery. The customer reported there was no patient involvement.